Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump alarmed no delivery. The customer changed the infusion set but the insulin pump still flashed no delivery. The customer was advised to disconnect and run a fixed prime. Insulin did exit. The infusion set used during troubleshooting was not the one with which the alarm occurred. The customer's blood glucose was 244 mg/dl. Nothing further reported.